Manufacturer narrative:
The insulin pump was received with scratched casing, a missing retainer ring, missing reservoir tube o-ring, keypad overlay texture damage, cracked select button keypad overlay, pillowed keypad overlay, and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring came loose from the customer's reservoir compartment. The patient's blood glucose at the time of incident was 7.0 mmol/l. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.